Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated that he was driving the chair across his yard and the chair just shut off and almost threw him out of the chair.